Manufacturer narrative:
The down arrow did not respond due to flattened button dome switch. The no delivery alarm, off no power alarm, and low battery alarm could not be verified due to no button response. The device also had a cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call on(B)(6) 2014 that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was able to resolve the alarm. The customer also reported that the batteries would go low and deplete fast and the insulin pump would lose power. The customer called the next day to report a keypad issue. She stated that the up arrow button would not respond. Blood glucose value was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.